Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected vitros tropi es result was obtained from a patient sample using the vitros 5600 integrated system. A definitive assignable cause could not be determined. Vitros tropi es precision testing performed was within acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. Although there was no indication the vitros tropi es reagent issue contributed to the event, a vitros tropi es reagent issue cannot be completely ruled out. The troponin I level in the low level control fluid does not adequately verify performance of the assay at troponin I levels <url of 0.034 ng/ml. In addition, pre¿analytical sample processing could not be ruled out as a contributing factor, as the customer is not following the sample collection device manufacturer recommendations for sample centrifugation. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
The customer obtained a non-reproducible, higher than expected troponin I result from a patient sample using vitros troponin I es (tropi) reagent on a vitros 5600 integrated system. Vitros patient result: 1.01 ng/ml vs. <0.034 ng/ml (url). A biased result of the direction and magnitude observed may lead to inappropriate medical action if not detected. The higher than expected result was not reported from the laboratory and there were no allegations of patient harm. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).